Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of insulin flow blocked from the insulin pump. The customer's blood glucose reading was unknown. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurements were within specifications. No unexpected insulin flow blocked alarms were noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with a scratched case.